Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead there was atrial undersensing that resulted in loss of cardiac resynchronization therapy defibrillator (crt-d) pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.